Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis found no anomalies.

Event description:
It was reported that the patient's device did not deliver appropriate therapy for the patient's physiologic needs. The patient did receive inappropriate shocks due to twave oversensing on the ventricular lead. The sensitivity was adjusted. The patient was found not to be at risk for ventricular tachycardia or ventricular fibrillation and decided to have the device removed and the lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.